Event description:
It was reported that the patient the ambicor penile prosthesis (app) was damaged since implantation. The app was removed and replaced with inflatable penile prosthesis. The patient is doing well post surgery. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.